Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was attracted into MRI machine. There was no patient involvement. (B)(4).

Manufacturer narrative:
The device was investigated by our field service engineer (fse) on site. The unit was a not a mr-conditional device. The unit was used in the mr room by mistake. The fse replaced the control cable, drainage bottle and battery module. No parts were returned for our investigation. The customer was also informed that it is unacceptable to use a regular ventilator in mr environment. The unit was returned to clinical use. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).